Event description:
A malfunction alarm labeled "malf 0" was reported, and there was no adverse impact to the customer's blood glucose level. The caller had not previously reset the pump for this malfunction, so customer technical support (cts) provided instructions to reset the pump and assisted with the process. After resetting, the malfunction did not recur, and it was concluded that the customer could continue using the pump. The customer was advised to contact cts again if any malfunction codes occur in the future, which they acknowledged and understood.